Event description:
Facility reported dialysis pt developed a rash about the face, neck and trunk areas accompanied by chills, approximately 2 1/2 hours into hemodialysis treatment. The pt was medicated with benadryl 25mg IV, tylenol 650mg po and ativan 2mg IV. Vss and treatment was completed as ordered. In speaking with the initial reporter from the dialysis unit, the dialyzer used with this particular treatment was a first time use dialyzer. The pt had five previous dialysis treatments using f160/f180 dialyzers with no reported problem. The sample is not available as it has been discarded by the user facility.